Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralight st (device #1) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb -2016) is considered to be a best estimate. Updated data: a2, b2, b3, b4, b5, b6, b7, d3, d4(product catalog no, UDI no, corporate lot no, expiry date), d6.b (date of explant), g1, g6, h2, h4, h6, h10. This supplemental emdr represents the ventralight st (device 1). An additional supplemental emdr was submitted to represent the ventralight st (device 2). An additional emdr was submitted to represent the ventralight st (device 3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st (device #1 and device #2) on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against the two (2) ventralight st (devices #1 and #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: on (B)(6) 2016 - patient was diagnosed with ventral incisional hernia thereby underwent laparoscopic repair with implant of ventralight st (device 1). Per op notes, ¿the hernia sac was identified in the right upper abdomen and dissected free. The bowel incarcerated in hernia was reduced. Adhesions were lysed. Omental adhesions were lysed. A ventralight st (device 1) was placed and tacked using sorbafix tacker.¿ on (B)(6) 2016 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent open repair with excision of ventralight st (device 1) and implant of ventralight st (device 2 and 3). Per op notes, ¿the previous sutures were removed. The previous incision was opened. Adhesions were lysed. The prior mesh (device 1) was identified and excised. Intra-abdominal adhesions were lysed. A large hernia defect was noted and excised the sac. Two ventralight st (device 2 and 3) were placed and sutured together.¿ on (B)(6) 2019 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with excision of ventralight st (device 2 and 3). Per op notes, ¿midline scar was opened. Filmy adhesions of small bowel to abdominal wall were lysed. The hernia was identified just right of midline. The prior meshes (device 2 and 3) were noted failed and excised. The hernia was repaired primarily with sutures.¿

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralight st (device #1) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralight st (device #1). An additional emdr was submitted to represent the bard/davol ventralight st (device #2). Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st (device #1 and device #2) on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against the two (2) ventralight st (devices #1 and #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."